Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4)

Event description:
Information was reported by a healthcare provider (hcp) regarding a patient that was receiving baclofen (225.0 mcg/ml at 49.46 mcg/day, unknown lot number) and dilaudid (30.0 mg/ml at 6.595 mg /day, unknown lot number) via an implantable infusion pump. The patient's other medications taken at the time of the event; the patient's pertinent medical history and the pump's indication for use (IFU) were not listed. The hcp reported that the patient had their pump explanted on (B)(6) 2015 due to an unspecified malfunction. The device was sent to the hospital's pathology department and was listed as returned to the device manufacture to be disposed of only! Additional information has been requested regarding the cause and specifics of the malfunction, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.